Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 12.5mmol/l. The customer stated that there is no significant event leading to the events. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with broken force sensor was detected error alarm was noted in the insulin pump history and had critical pump error due to out of spec force sensor zero offset. Unable to perform functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump had received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.